Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted tacks were visible in the shaft and the shaft was bent. The handle was actuated and the tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. The device was being used for tacking. The shaft of the tacking device broke during tacking. Tacks were able to be fried normally from the device. Tacks were able to penetrate the tissue and hold correctly onto the tissue. No component of the device fell into the cavity of the patient. In order to resolve the issue and complete the case, another tacking device was used. There was no patient harm. The patient status is alive, no injury.